Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the difficulty of lead insertion observed during the implant procedure. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during routine generator change out procedure it was noticed that the right ventricular (rv) lead legs were switched in the device header. The positive high voltage pin in the negative port and the negative high voltage pin in the positive port. The field representative, however confirmed the patient never received shock therapy. In addition, it was reported that the shock impedance measurements were greater than 200 ohms, which is out of range for this lead. During connection with the new generator, the physician noted the leads were difficult to insert and attempted several times until ultimately a successful connection was achieved. A defibrillation threshold (dft) test was then performed through the new generator, yielding an in range, rv shock impedance measurement of 67 ohms when programmed rv coil to can. The implantable cardioverter defibrillator (ICD) was successfully explanted and replaced. No adverse patient effects were reported.